Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A review of the event history log revealed upstream occlusion messages which verifies the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Evaluation was not able to test for the reported condition due to the record being updated with this reported issue one day prior to evaluation and the service record was not updated in time. The device will be required to pass all calibration and testing prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion repeatedly. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.